Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the right coronary artery (rca) with mild calcification and mild tortuosity. For post-dilatation, the 2.75x8mm nc trek neo balloon dilation catheter (bdc) was advanced to the target lesion with resistance due to the anatomy. The balloon was inflated; however, the balloon ruptured during the initial inflation at 6 atmospheres (atm). Therefore, the bdc was removed from the patient. The procedure was continued with another trek bdc. There was no adverse patient effect, and no clinically significant procedural delay was reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, there was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It is likely that the balloon dilatation catheter (bdc) interacted with the calcified anatomy resulting in the reported difficulty advancing. Additionally, it is likely that damage to the balloon material occurred during advancement against resistance resulting in rupture during inflation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.